Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to impedances. As a result, surgical intervention was undertaken (B)(6) 2025 wherein the lead extensions were replaced to address the issue. Therapy was restored post-operatively.